Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the system would not boot up. After multiple reboots, the system booted all the way with no errors. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.